Event description:
It was reported that the drive support cap is protruded. The blood glucose reading is 173 mg/dl. The insulin pump has cosmetic damage. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk and missing end cap sticker. The insulin pump had missing segments due to cracked zebra connector on lcd.